Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The unit was returned to caire for an evaluation. The device in question met all specifications. The flow rates were locked to deliver a maximum flow rate of 6 lpm.

Manufacturer narrative:
The unit has been returned to caire for an evaluation. If any additional information is discovered, a follow up report will be submitted.

Event description:
A lox patient experiences a possible serious discrepancy in the equipment on saturday night to sunday morning. The customer's wife called the distributor on (B)(6) 2020 to report the following: the patient uses 7 lpm, 24 hours/day. In the morning on (B)(6), the patient is very tongued and has difficulty oxygenating himself. One of the vessels (s/n: (B)(4)) is completely dry on the outside in the morning, despite use all night, but has a condensation bottle that has become completely full. The content meter shows an orange dot left. They empty the condensation bottle, but the vessel does not seem to provide any oxygen despite this. The second vessel looks completely normal with light icing over the spirals under the lid. The patient has pox 74%. The vessels are next to each other in the same room and thus have the same ambient temperature. The wife always checks the content meters before going to bed in the evening as the distributor instructed that they not use the vessels at night if they go down to an orange color. Other couplings, y coupling, hose, looks intact according to the wife. Additional information was received from the hospital. The patient has a diagnosed pulmonary embolism, confirmed medically by a doctor. Most likely therefore the patient had hypoxia and severe dyspnea.